Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited low impedance via merlin.net also noted was capture threshold trending up. No intervention had been reported and no additional information was available.